Event description:
Additional information was received. Shortly after the procedure, a tamponade had occurred. A revision is intended in the near future. No patient symptoms were reported.

Event description:
Boston scientific received information that during a three month post implant visit, this right ventricular lead displayed intermittent loss of capture. The patient with this lead is not pacemaker dependent and had received effective atp therapy for a ventricular tachycardia episode. Other lead measurements were within normal limits. The loss of capture appeared dependent on the patient's position. An x-ray was performed. It was noted the lead appeared stretched and suspected dislodged. As the insertion site was very narrow, a new venous puncture of the subclavian was performed and the lead was successfully repositioned. All measurements were acceptable post revision. Post revision, successful dft testing was performed. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this lead was successfully repositioned and remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received. Reportedly, the tamponade had been drained and the patient was stabilized. A revision procedure was performed with the assistance of a cardiologist. This lead was successfully repositioned in the apical position. Good measurements were obtained. Due to the patient's condition, no dft testing was performed. No further patient symptoms were reported.

Manufacturer narrative:
According to available information, this lead was successfully repositioned and remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Should additional information become available, this event will be updated.